Event description:
A female pt underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. The pt's left common iliac continued to grow with no endoleaks noted, but the physician decided to fix it. So in 2008, three main body extension grafts were placed. There was a landing zone just above the internal iliac because the initial iliac leg graft was placed a little high, so the physician used the cuffs to extend down just above the internal.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that this event occurred due to anatomical changes over time and pt anatomy.